Event description:
Customer reported that a device failed to provide defibrillation therapy to a down, pulseless, breathless male pt. A crew manually charged the device successfully, but the charge was removed in less than four seconds. A second crew arrived at the scene thereafter and continued pt care by delivering three shocks. The pt was not resuscitated. There were no further details on the event and/or pt provided. A clinical review of the reported event by physio-control determined that the device use may have contributed to the pt's outcome since a need for defibrillation was confirmed by ECG evidence and responders report, but provision of defibrillation was delayed greater than 30 seconds. Although CPR was performed throughout the code, defibrillation was delayed for three minutes.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported intermittent failure. Physio replaced the system/memory pcb assembly as a pre-caution measure and confirmed proper device operation through functional and performance testing before returning the device to customer for use. The removed assembly was further evaluated at the failure analysis center, and there was no failure found. A clinical specialist determined that use error might have been the root cause of the issue since the device was charged twice in less than a minute and disarmed because user likely pressed the selector rather than the shock button when prompted to shock. Pressing the selector will cause the device to disarm. For both attempts, the event record showed that the charge was removed immediately after charge complete; one three seconds and the other four seconds after charge was complete, which would be typical timing for pressing the shock button. The other known reasons for disarming a charge are leads-off and auto-disarm only after 60 seconds of charge complete. The event record showed that there was no "lead-off" annotation and the impedance readings were stable and within the specified range for both charge/'disarming occurrences.